Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic gastroplasty, the surgeon was able to press the green button,but was not able to squeeze the handle therefore the device did not fire. Another reload was used with the same handle to resolve the issue. There was no patient injury.